Event description:
The company received a report where it was claimed the tube developed a leak in the cuff during pt use. Extubation and reintubation of a replacement tube was required.

Manufacturer narrative:
The sample is currently in transit to the manufacturing plant for investigation.